Event description:
New information received stated that on july 26, 2019, the atrial lead was successfully explanted and replaced. The patient condition was stable throughout the event.

Event description:
New information received stated that the atrial lead also exhibited an insulation breach anomaly that contributed to the noise oversensing event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination of the implantable cardioverter defibrillator, it was discovered that the atrial lead exhibited noise over-sensing resulting in multiple episodes of auto mode switch and significant reduction of bi-ventricular pacing percentage. The physician intended to replace the lead but the procedure was not yet scheduled. The patient was in stable condition during the follow up in clinic.